Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. The lesion was cannulated coaxially with a 6f non- boston scientific (bsc) guide catheter and was wired with a non-bsc guidewire. After pre-dilation, three 2.25x28mm synergy drug-eluting stents were used during the procedure. However, the three stents failed to cross the lesion. The devices were advanced again to the target lesion with support of the guidewire and guide catheter but still was not able to cross. Upon removal, it was found that the stent strut of the three stents were damaged. The procedure was completed with another of the same device. No patient complications were reported.